Manufacturer narrative:
After further review of additional information received. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral component and subsequent pain. The most probable root cause associated with the reported event of "loosening - femoral" is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Concomitant medical products: advanced patella 35mm 3 peg implant (cat# 200-07-35 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 33 months postop r tka, the (B)(6) y/o male patient complained of having right leg pain. Femur was loose and revised to a cc revision knee. Patient was last known to be in stable condition following the event. The device will be returned.